Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they went into the pool with the device on them. Customer stated that the insulin pump was not working. Customer's blood glucose reading at the time of the call was 182 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had moisture damage on the electronic assembly, motor, battery tube, and vibrator assembly. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.